Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "leaks at the bonded texium and from the port just below the pump where the texium is connected" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 22603-b007t because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking. The following information was received by the initial reporter with the following verbatim however, we are having chemotherapy leaks at the bonded texium and from the port just below the pump (where the texium is connected). "

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.